Event description:
It was reported that the patient had altered mental status, increase pain and swelling at the pain pump site. The physician opened pocket and discovered that the patient catheter was severed. There were no contributing factors reported. Logs were ran and found no motor stalls. Aspiration from reservoir and pump had significantly more meds in the reservoir than what was supposed to be inside. They stated that the last few fills the reservoir had significantly more drug than what was supposed to be inside. The physician decided to replace the entire flowonix catheter as well as the pump. It was reported that the issue was resolved. The event occurred on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).